Event description:
It was reported that there was an unspecified device issue with the delivery device during the water vapor therapy procedure. The procedure was then rescheduled. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Event description:
It was reported that there was an unspecified device issue with the delivery device during the water vapor therapy procedure. The procedure was then rescheduled. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Manufacturer narrative:
Upon receipt of the delivery device at our quality assurance laboratory, the device was thoroughly analyzed. Visual inspection did not identify any defects with the delivery device. Functional testing of the device identified error 236 occurred (coil temperature is below 105 or outlet temperature is below 90 during pretreatment) during pretreatment. The cause of the error that was received could not be determined. Correction prided in section e - initial reporter details.